Event description:
Boston scientific received information that the patient with this device received seven shocks. Emergency medical services were called and stopped the shocks by placing a magnet over the device. Upon arrival at the hospital, the device was interrogated and revealed the shocks were inappropriate due to ventricular oversensing of atrial fibrillation. Both the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and poor threshold measurements. An x-ray was performed which revealed both leads had dislodged. The leads were coiled proximally around the generator, consistent with twiddler's syndrome. As a result, a revision procedure was scheduled. Both leads were explanted; however, the patient refused to have the device explanted. Therefore, the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried body fluid was noted throughout the entire lead lumen. There was a cut in the insulation 330 mm from the terminal pin. The lead was twisted 60-360 mm from the terminal pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was able to confirm the reported clinical observations as the lead was severely twisted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.